Event description:
Iab leak. The pt had a 40cc fidelity iab catheter placed via an arterial cut down. According to (B)(6), the nurse reported continuously "leak in iab circuit" alarms during the night. There was frank blood in the extender tubing. The pump was stopped at 6:50am and removal a little over an hour later. The pt had a cardiac arrest at 13:42 and died at 14:42pm. They are considering an retroperitoneal bleed as cause of death.